Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt receptacle was pulled from the monitor case, creating an open connection at the j1001 connector. The cause of the code 204 is the damaged receptacle and open connection. The root cause of the damaged receptacle and open connection is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged and that the device was producing service code 204.